Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The part was returned for further investigation and the data acquisition pcba was tested and no failures were identified.